Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was unavailable.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on an unknown date, this patient underwent endovascular treatment presumably for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, all endoprostheses were explanted due to an aortic dissection located behind the gore® excluder® trunk-ipsilateral leg component towards dorsal. The etiology of the dissection was stated to be unknown and no information was provided as to whether the aortic dissection was related to the implanted gore® excluder® aaa endoprostheses. The patient tolerated the procedure and was recovered to the ward. On (B)(6) 2018, it was reported that the patient had been discharged home.